Event description:
Int'l customer reported that a tacker tore a hole in the device during implantation. No adverse patient consequences were reported.

Manufacturer narrative:
A review of the batch mfg records was conducted. This review did not identify any non-conformances and the batch met all finished goods release criteria. No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.